Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2015. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc1110020, model: sc-1110-02, serial: (B)(4), batch: 187353. Product family:scs-linear leads, upn: m365sc2218500 model: sc-2218-50, serial: (B)(4), batch: 277738. Product family:scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 13645364. Product family:scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(4), batch: 138688 / a33237.

Event description:
It was reported that the patient underwent a spinal cord stimulatory system explant procedure due to an unknown reason. It was noted that the patient wanted to try a different therapy. No device malfunction was suspected. The explanted ipg and leads were discarded by the medical facility. No further information has been obtained despite good faith efforts.